Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 600 mg/dl. Customer did feel ok to troubleshoot their high blood glucose reading. Customer blood glucose reading while admitted was 600 mg/dl. The cause of the high blood glucose reading was unknown. Customer did not mentioned if they changed their set. Customer did not mention their treatment for the high blood glucose reading. Customer admitted was admitted in the hospital by their own. Customer used their insulin pump within 48 hours. The name of the hospital is (B)(6) hospital. The hospital phone number is (B)(6). Customer was treated with fluids. Customer did not mention if they use the auto mode feature. The product will not be retuning for analysis.